Event description:
It was reported that an o-ring and debris was on the pneumatic tap. The customer was able to remove the o-ring from the pump and clean the pneumatic tap area on the pump. There was no reported impact to customer's blood glucose. The cartridge was reloaded to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.